Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, it was noted that for the past several days, the csl was externalized near the ipg pocket at the prior incision location. The patient was admitted to the hospital. The ipg and a portion of the csl were explanted on (B)(6) 2024, and the area was debrided. A wound culture was performed and returned a result of rare flora, but specifics were not provided. The patient was discharged. At the post-op visit on (B)(6) 2024, the incision was noted to be clean with no redness or drainage. The physician was unable to determine why the erosion occurred.

Manufacturer narrative:
The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom testing results were below action and control limits for the quarter the csl was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6)2024. On (B)(6)2024, it was noted at a follow-up that the csl was externalized near the ipg pocket. The patient was admitted to the hospital. The ipg and a portion of the csl were explanted on (B)(6)2024, and the area was debrided. A follow-up was planned in the coming weeks.